Manufacturer narrative:
Additional information b5: medtronic received information that during use of a fusion oxygenator device, it was reported that the oxygenator had darker areas with a disparate flow (ref attached photos). Management of a patient in an extracorporeal therapy on a scheduled intervention was as follows: 13:38 heparin 16000 iu.13:49, act 405. 13:51 extracorporeal life support started with 2000 iu of heparin in the circuit.13:52 arterial flow 4.2l with 2710 rpm sat 99 with fi o2 50%.13.55 arterial flow 2.9l with 3630 rpm sat 92 with fi o2 80%.the blood sample (arterial or veinous one) performed po2: 57 mmhg. A decision was made to change the circuit (same brand, same batch) that allowed the procedure to be performed, but the patient's transfusion was related to double hemodilution (two circuits used). The device was replaced to complete the procedure. Medtronic received additional information that the patient is stable. The operation took longer than expected, and the patient was exposed to an episode of hypoxia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator device, it was reported that the oxygenator had darker areas with a disparate flow. Management of a patient in an extracorporeal therapy on a scheduled intervention was as follows:13:38 heparin 16000 iu.13:49, act 405. 13:51 extracorporeal life support started with 2000 iu of heparin in the circuit.13:52 arterial flow 4.2l with 2710 rpm sat 99 with fi o2 50%.13.55 arterial flow 2.9l with 3630 rpm sat 92 with fi o2 80%.the customer performed po2: 57 mmhg. A decision was made to change the circuit (same brand, same batch) that allowed the procedure to be performed, but the patient's transfusion was related to double hemodilution (2 circuits used). The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood <(>&<)> gas flows) and the results are as reported below. ¿ 238 ml/min o2 xferc ¿ 141 ml/min co2 xferc ¿ 305 mm/hg delta pblood the reason for the return was undetermined. Correction d4.2 (expiration date) and h4 (device mfg date): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received information that during use of a fusion oxygenator device, it was reported that the oxygenator had darker areas with a disparate flow. Management of a patient in an extracorporeal therapy on a scheduled intervention was as follows: 13:38 heparin 16000 iu.13:49, act 405. 13:51 extracorporeal life support started with 2000 iu of heparin in the circuit.13:52 arterial flow 4.2l with 2710 rpm sat 99 with fi o2 50%.13.55 arterial flow 2.9l with 3630 rpm sat 92 with fi o2 80%.the blood sample (arterial or venous one) performed po2: 57 mmhg. A decision was made to change the circuit (same brand, same batch) that allowed the procedure to be performed, but the patient's transfusion was related to double hemodilution (2 circuits used). The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Correction: imf code updated d.4. Serial number updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.